Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. The customer¿s blood glucose level was 198mg/dl at the time of the incident. There was no indication of troubleshooting or the issue being resolved. It was reported that the customer was advised to revert to the backup plan. The insulin pump was not returned for analysis.